Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed error 1871 occurred as well as battery depleted alarm. Functional testing was able to replicate the reported issue; found motor was locked which caused the alarm message and error code. The most probable root cause was determined to be the motor locked. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 1871 while running. The event occurred during testing. There was no patient involvement and no patient harm.